Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. Venous anatomy was occluded. The lead was explanted and replaced. The patient was in stable condition prior, during, and post procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The reported event of noise on the lead was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.